Manufacturer narrative:
This MDR was generated under protocol , as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case is missing lever, barrel clamp not going all the way down, and cracked top case(front right corner). Invalid syringe size found in pump event history log. Visual inspection was able to duplicate the reported problem. Pump was disassembled and reassembled incorrectly(incorrect screws used in assembly). The root cause of the reported issue was found to be customer induced. Actions were taken to mitigate the reported issue: replaced right plunger case, rebuilt barrel clamp assembly. UDI information is unknown.

Event description:
It was reported that the device's syringe lock is broken and missing parts. No patient injury was reported.